Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 29 apr 2021 it was reported there was exudate from the stoma site with mild erythema. Swab taken. Oral antibiotic cephalexin started. The stoma was reviewed by gastro and cellulitis was suspected. IV antibiotic cephazolin 2 grams commenced (B)(6) 2021. Patient had CT scan on (B)(6) 2021 which revealed the j tube was looped in the stomach and will need to be replaced by the gastro (date to be confirmed). The CT scan also showed the internal bumper on the peg tube has been retracted into the stomach by approximately 2-3 cm. For further investigation when the gastro replaces the j tube, but not causing patient any adverse effects. The CT also showed the patient had "bilateral pleural effusions with underlying collapse/consolidation" (pneumonia). Antibiotic IV augmentin 1.2 grams commenced on the (B)(6) 2021. Stoma now clean and dry. The pneumonia is recovering well and patient asymptomatic.